Event description:
It was reported to philips that no live image was displayed on the monitor during procedure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service provided a workaround solution and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).